Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 1000 mg/dl. The customer was admitted to the hospital. Customer had seizure, fell, and broke her nose, indentation above the right eye and a concussion. Customer cause of hospitalization was high blood glucose and seizure. Customer was slipping into a coma and does not remember exactly. Customer was given insulin via IV. Customer was not wearing the insulin pump at the time of hospitalization for 5 days. Customer was off the pump prior to hospitalization and suspended the pump before coming to the hospital. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to perform high pressure test to confirm pump can detect an occlusion.